Event description:
In 2001 patient was placed on extracorporeal membrane oxygen cannulation after myocardial failure. To prevent over pressurization, a pop-off was used to fit in the oxygenation gas line. The pt experienced an elevation in the co2 content of the blood. This was before and after oxygenation. The oxygenator was changed out. When the pop-off valve was removed from the circuit, the pco2 level on the patient and the ECMO circuit decreased. The pop-off valve was measured and reorder to pop off at 30cmh2o.